Event description:
My father was scheduled for a tavr at (B)(6) hospital on (B)(6) 2019. He was taken into surgery around 8 am. We were told the surgery should take about 2 hours. I sat in the waiting room and around 4 hours elapsed before a doctor came out and told me there had been complications. From the hospital report: "unfortunately, right after completely inflating the balloon to deploy the valve, the balloon ruptured. We then attempted to remove our delivery system, but because of the ruptured balloon, it crumpled on itself as we pulled it down the ascending aorta, and it became stuck in the very tortuous right common iliac, and an aortogram did show that the right common iliac was damaged with a perforation. The patient required multiple blood transfusions and blood products, as well as pressor support during the course of the procedure due to significant retroperitoneal bleeding. He was transferred to the intensive care unit intubated and in critical condition for further medical management." He was transferred to the ICU around 8:00pm. My father was never able to return home. He was diagnosed with ards as a result of the "multiple blood transfusions and blood products" required during surgery; spent the next five months in and out of various icus, with recurring pneumonia, lung damage, internal bleeding, sepsis and was ventilator dependent. First intubated followed by a tracheostomy. He lost the ability to talk or eat or use his arms or legs or body and required a peg tube for feeding. His condition got progressively worse until the palliative doctor was called to consult with me. After many tests, it was evident my father's condition had deteriorated so significantly the doctors informed me there wasn't hope for recovery. I had to remove my father from life support (B)(6) 2019. Due to complications from the failed edwards sapiens ultra valve. After a period of five months, ten transfers in and out of five separate facilities and six ICU visits, my father's list of relevant tests and lab results are far too extensive to include on this form - each transfer resulted in a new team of doctors and medications and treatment plans-and should be documented in his medical records. I currently have a digital copy of his records from (B)(6) hospital where the tavr was performed. I am in the process of securing his medical records from the other facilities. He was independent, took care of himself, exercised every morning, made healthy choices, watched his weight, listened to his doctors.